Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on fsr.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer reported that they were able to rewind the insulin pump. The insulin pump will be returned for analysis.